Event description:
It was reported that during a laparoscopic appendectomy the assistant surgeon closes the instrument over the base of the appendix, but cannot move the firing trigger. New reload is inserted into instrument and head surgeon fires with good result over the base of the appendix. In next step instrument is reloaded and closed over the mesentery/vessels but cannot be fired yet again (not able to move the firing trigger), but this time surgeon tries to fire a bit more forcefully, only resulting in a crunching sound though not moving firing trigger. Instrument is still able to open properly, and new reload is inserted into same instrument. Head surgeon closes instrument over mesentery/vessels, but this time they are stuck with no option to open nor fire, but only to remove the instrument via transection using monopolar energy. No serious implication to patient.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Additional information: lot number x94e7d d4: lot number, previously listed number was batch, new lot listed.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2022. D4: batch # 659a87. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with the jaws and closure trigger in the closed position with no apparent damaged and a tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. In addition, a trocar 12mm was received on the device. During the mechanical testing, it was noted that the firing mechanism on the devices was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information.